Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: during a lap chole procedure and while clipping an artery, the device jammed which tore the artery.